Event description:
According to the implant summary card received on (B)(6) 2021 for av00 sn (B)(4), a previously implanted cryolife tissue was explanted during surgical procedure. A query of the implant database found two (2) additional allografts for this patient: sgpv00, sn (B)(4) implanted on (B)(6) 2011 and sgp010, sn (B)(4) implanted on (B)(6) 2013. Multiple attempts to gain additional information have gone unmet. No additional information forthcoming. Based on the implant summary cards, both the av00 and the sgpv00 were used as conduit only. Because of this, it is likely the sgpv00 was explanted perhaps due to conduit stenosis. As such, this investigation will be relegated to sgpv00, sn (B)(4).